Manufacturer narrative:
Additional information provided noted that this patient was presented to the hospital due to out of range shocking impedances. A revision took place. It was noted that the setscrews of the device were not tightened down. The same right ventricular lead was reconnected to the same device, and the setscrews were tightness. Normal shocking impedance measurements were obtained. The procedure was completed with no further complications. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this device displayed increasing shocking impedances since the implant procedure. The shocking impedances had increased and were out of range. It was noted that noise was produced when doing provocation testing. At this time the right ventricular lead and device remain implanted, but a revision has been planned. No adverse patient effects were reported.